Event description:
It was reported that when the device was used during a colon resection procedure, the surgeon fired the device and felt that it did not fire correctly. The surgeon then inspected the staple line and noticed that the stapler only fired partially. Another stapler was opened to complete the case. There was no consequence to pt.